Manufacturer narrative:
The initial MDR 2247117-2017-00064 was filed on june 7, 2017. The first supplemental MDR 2247117-2017-00064_s1 was filed on june 13, 2017. Additional information (06/14/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data. Quality controls on the day of event occurrence were within acceptable range. The instrument data did not show any errors which would indicate mechanical issue. Additionally, there were no issues with reagent or sample level sensing that could have contributed to the event. Delta values remained consistent for each sample aspiration and were within expected limits. The cause of the discordant, falsely low thyroglobulin result on one patient sample is unknown. Additional information (06/14/2017): while reviewing the instrument data, the hsc specialist found the triplicate values obtained while performing a repeat run for the patient sample.

Manufacturer narrative:
The initial MDR 2247117-2017-00064 was filed on june 7, 2017. The first supplemental MDR 2247117-2017-00064_s1 was filed on june 13, 2017. The second supplemental MDR 2247117-2017-00064_s2 was filed on june 30, 2017. Additional information (07/20/2017): during the follow-up visit, a siemens customer service engineer replaced the high speed spinner assembly and the photo-multiplier tube. The customer runs the patient samples with low thyroglobulin values in duplicate to verify that the results obtained are correct. The cause of the discordant, falsely low thyroglobulin result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The initial MDR 2247117-2017-00064 was filed on june 7, 2017. Additional information (05/16/2017): while a siemens customer service engineer (cse) was at the customer site, he replaced the tube indexer sensor. During a follow-up visit on june 7, 2017, the cse performed system decontamination and replaced distilled water, wash solution bottle, substrate bottle, and all system tubes with a new one. A precision testing was performed on level 1 quality control material, which had a coefficient of variation check higher on the immulite 2000 system (s/n: (B)(4)) compared to a test system.

Manufacturer narrative:
A siemens regional support center (rsc) specialist was dispatched to the customer site. The rsc specialist performed an annual preventive maintenance. The rsc specialist found that the tube at indexer sensor was at the limit of detection. The rsc specialist also found that the vacuum pump was always active due to a defective digital fluidics printed circuit board. The rsc specialist verified proper functioning of the vacuum pump. A precision testing was performed on quality control level 1. The customer indicated that they have issues with the bead packs and reading of sample barcode label tubes, which were verified by the rsc specialist. The rsc specialist replaced the scanner with an old model, however, the issue still persisted. The rsc specialist determined that the issue was related to the barcode label quality and not a system issue. The rsc specialist also stated that no system issue was found which would have caused an issue with tg assay. Another precision testing was performed on quality control samples and the coefficient of variation was compared with the results obtained on the test system. The coefficient of variation check for level 1 quality control was higher than what the customer was expecting. The cause of the discordant, falsely low tg result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low thyroglobulin (tg) result was obtained on one patient sample on an immulite 2000 instrument. The initial result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher. The sample was then repeated on an alternate platform, also resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low tg result.